Manufacturer narrative:
Haas, n., kaab, m., schutz, m. (2004). Internal fixation of diaphyseal forearm fractures with a fixed-angle plate-screw system. Operative orthopadie und traumatologie, 3, 273-287. This investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This article is being filed after the subsequent review of the following article: haas, n., kaab, m., schutz, m. (2004) internal fixation of diaphyseal forearm fractures with a fixed-angle plate-screw system. Operative orthopadie und traumatologie, 3, 273-287. From june 1994 to may 1996, a prospective multicenter study was conducted based on 277 forearm fractures in 272 patients were stabilized with 387 plate-internal fixators achieved with the point contact fixator (pc-fix). Patients were 65 women and 207 men, ranging in age from 11 to 94 years. Complications included 27 revisions. There were two revisions were due to malalignment. 11 patients with nonunion or delayed union required further surgery. Four patients (1.3%) experienced infection with open fractures, only two of which were deep infection. One of the closed fractures (1.2%) experienced infection, requiring revision. There was an incidence of 3.9% infection for delayed unions and nonunions. Five refractures occurred at an average of 3 weeks after implant removal, one of which was due to new trauma. Malalignment of 5 degrees were noted in four patients, <5 degrees in three patients. There were two cases of fractures with the implant in situ due to new trauma. This is report 1 of 2 for (B)(4). This report is for an unknown point contact fixator (pc-fix).